Event description:
Unit not alarming- assembly canister tubing disconnected from dressing tubing, canister tubing was uncapped and device did not alarm even though it wasn't connected to the dressing.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy. The reported complaint was not confirmed, after the evaluation of the returned device. An evaluation was conducted to the pump, as per renasys go performance and safety check. A visual inspection was conducted and no anomalies were noted. The pump was tested per the normal test procedure for alarm functions and is working within specifications. The root cause for the reported issue could be one of many related to a pump response to a condition in the system, not necessarily caused by pump. No corrective action will be taken at this time, as no problem was found with the device. The unit is working within specifications. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.